Manufacturer narrative:
The patient remained ongoing on vad-(B)(4) until they underwent a heart transplant on (B)(6)2017. The explanted pump was returned and evaluated under medwatch MFR report # 2916596-2017-00647. The report of flow elevations was confirmed based on the evaluation of the submitted log file; however, a specific cause for the event could not be conclusively determined. The log file which contained approximately 34 days of data, captured elevations in estimated flow between (B)(6)2016 thru (B)(6)2017. There were no atypical alarms captured and the system appeared to show normal device operation above the low speed limit for the duration of the log file. The evaluation the explanted pump (refer to medwatch MFR report # 2916596-2017-00647 for a full evaluation of the device) did not reveal any evidence of thrombus formations or depositions that would have contributed to a functional issue. The pump was functionally tested under normal operating conditions and operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-01878. (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient presented to the emergency department with significant shortness-of-breath with minimal activity, and some elevated pump estimated flow values without elevated pump power values. A system controller log file was submitted and reviewed by a representative of the manufacturer's technical services team. The log file captured elevated estimated flow fluctuations throughout. The data did not contain a trend typically associated with the presence of a thrombus within the pump. A ramp echocardiogram was reported to be negative for obvious thrombus. The patient's clinicians reported that although the cause of the elevated estimated flows was not determined, they suspected a partial thrombus. The patient's aspirin dose was increased and dipyridamole was added to the anticoagulation regimen. The patient will continue to be monitored and was in the process of evaluation for heart transplant. No additional information was provided.